Event description:
It was reported to boston scientific corporation that a contour ureteral stent was being placed in the patient right ureter during a cystourethroscopy procedure. According to the complainant, the device was torn at the curve of the pigtail. The patient was reported to be in good condition at the conclusion of the procedure.

Event description:
It was reported to boston scientific corporation that a contour ureteral stent was being placed in the patient right ureter during a cystourethroscopy procedure. According to the complainant, the device was torn at the curve of the pigtail. The patient was reported to be in good condition at the conclusion of the procedure.

Manufacturer narrative:
A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. The condition of the returned unit was consistent with the complaint incident that the stent was ripped/torn. Based on the analysis, it has been determined that the stent was torn between the suture holes on the proximal end of the stent. The tear in the stent is consistent with those caused by the suture. Most likely, the suture cut through the stent while trying to maneuver the stent during use in the procedure. Therefore, the most probable root cause for this complaint is operational context.

Manufacturer narrative:
Although expected, the device has not been received for analysis. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental medwatch will be filed.